Event description:
It was reported there was no pacing output. It was also reported the device turned off with no warning and no battery low signal was displayed prior to switching it off. The battery had been replaced 14 hours beforehand. The device was returned for repair. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were observed during functional or bench testing. It was noted that one side bail cover was broken and the battery drawer was out of mechanical specification.